Event description:
A (B)(6) female pt contacted zoll customer support to report 'adjust belt or check belt' messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval - device eval of monitor sn (B)(4) has been completed. The reported problem (connector coming apart) has been confirmed. Upon eval, the monitor's electrode belt interface connector was damaged, preventing secure attachment of an electrode belt. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective connector. The pt was issued a replacement monitor.